Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose was 400 mg/dl at the time of incident. Customer was delivering themselves a bolus. The auto mode feature was not active at time of low blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.